Event description:
On (B)(6) 2013 at (B)(6) medical center, (B)(6), maquet service technician, during routine preventive maintenance experienced two battery calibration failures on cardiohelp unit ((B)(4)). Service records indicate technician upgraded cardiohelp software to version 3.2.2.0 and ordered two new batteries for replacement on (B)(6) 2013. Unit was contained until software upgrade was completed and new batteries were installed. Reference: (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Cardiohelp-I sap service records indicate technician upgraded cardiohelp software to version 3.2.2.0 and ordered two new batteries for replacement on (B)(6) 2013. Unit was contained until software upgrade was completed and new batteries were installed. Reference complaint (B)(4).